Event description:
It was reported that when the patient was connected to the anesthesia workstation after induction, it was not possible to ventilate the patient. The log showed alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported issue was not reproduced. The system device logs were received for evaluation. Evaluation of the system device logs shows that a successful system checkout was performed prior to the event and on the day after the event. The log shows that the treatment was started in manual ventilation and that alarm indicating that measured airway pressure was higher than the set pressure, was generated. The ventilation mode was changed to automatic ventilation and alarms for high continuous pressure and high peep were generated. These alarms were followed by alarms for expiratory minute volume low and respiratory rate low which indicates that ventilation had stopped. Changes between manual ventilation and automatic ventilation were performed a few times and then the system was shutdown and restarted by the user. Treatment was started again and according to the logs the ventilation was functioning without deviation. The reported ventilation issues can be confirmed in the logs. The cause of the alarm indicating that the measured airway pressure was higher than the set pressure could not be determined. The cause of the ventilation issues after the alarm for high continuous pressure has been found to be a sw flaw. This sw flaw occurs under certain conditions. The alarm ¿high continuous pressure¿ is triggered when the pressure in the system is too high (constantly above set peep level +15 cmh2o for more than 15 seconds). This alarm is active in automatic mode and cannot be altered by the user. It is de-activated when the pressure in the system decreases below set trigger point. The system will respond to ¿high continuous pressure¿ alarm by activating a function called ¿disabled valves¿. When ¿disabled valves¿ function is activated, the safety valve opens, and gas delivery is stopped to relieve the pressure in the patient circuit. After the pressure is below the trigger point, the safety valve is closed and gas delivery is resumed. In certain cases, it has been reported that when the ¿high continuous pressure¿ alarm has been triggered and the user switches to manual mode with the alarm still active, the safety valve stays open even after the ¿high continuous pressure¿ is below the trigger point. The pressure cannot be built up in the system resulting in no ventilation. The system needs to be turned off to reset the disabled valve¿s function. This issue has been solved and improvements were implemented in the software. To prevent this from happening a fsca has been initiated for update of the system software in the concerned devices. The software update of the concerned devices are to be completed before 2024-06-01.